Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 9/22/2019. Additional information: device identification¿ the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch mh6765 expiration date: 06/30/2020. Date of mfg.: 07/24/2018. Batch mjk766 expiration date: 07/31/2020. Date of mfg.: 08/27/2018. In addition, a review of the batch manufacturing records for the batch mh6765 and mjk766 was conducted and the batches met all finished goods release criteria. Additional evaluation summary: it was received for analysis an empty opened foil, an empty labeled winding former and a needle-suture piece of product code sxpp1a401, lot mh6765. During the visual inspection of needle/suture piece, marks on the body needle that appears to be by use of surgical instruments was noted; also, the end was cut. In addition, body fluids and damaged barbs were found. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. Due to the sample condition, the assignable cause of performance breakage suture, suggests an improper handling of the sample.

Manufacturer narrative:
Product complaint #: (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a myomectomy procedure on (B)(6) 2019 and barbed suture was used. When sewing during myomectomy the suture broke. Changed another one to complete the surgery. There was no adverse patient consequences reported.